Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24356. It was reported the pt underwent surgical intervention to replace his scs ipg (ref. Report # 1627487-2013-16233). During the procedure high/invalid impedances were noted when intraop testing was performed. The physician completed the procedure. The invalid impedances were still present during postoperative testing. Reprogramming was attempted unsuccessfully. X-rays were ordered. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.